Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death, sepsis, shock, and tissue injury were unable to be determined. The reported patient effects of death, sepsis, shock, and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The article, "mitral leaflet tear following transcatheter edge-to-edge repair: a case series and mechanistic insights", was reviewed. The article presented a case study of a 58-year-old female patient with a history of ischemic cardiomyopathy following myocardial infarction complicated by cardiogenic shock, recurrent pulmonary edema, severe mitral regurgitation, and absent leaflet coaptation for a mitraclip procedure on an unknown date. The patient had a restricted posterior leaflet, an anterior leaflet length of 23mm, and a posterior leaflet length of 11mm. During the procedure, the first mitraclip xtw was deployed. Residual severe mr prompted a second mitraclip xt device implantation. During device manipulation, the posterior leaflet tore. Subsequent devices failed to restore adequate coaptation. The patient developed refractory cardiogenic shock, requiring an intra-aortic balloon pump (iabp) and va-ECMO support, followed by surgical mitral valve replacement. The patient's postoperative course was complicated by sepsis. The patient passed away on an unknown date. [The primary and corresponding author was (B)(6).

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. Literature attachment: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "mitral leaflet tear following transcatheter edge-to-edge repair: a case series and mechanistic insights", was reviewed. The article presented a case study of a 58-year-old female patient with a history of ischemic cardiomyopathy following myocardial infarction complicated by cardiogenic shock, recurrent pulmonary edema, severe mitral regurgitation, and absent leaflet coaptation for a mitraclip procedure on an unknown date. The patient had a restricted posterior leaflet, an anterior leaflet length of 23mm, and a posterior leaflet length of 11mm. During the procedure, the first mitraclip xtw was deployed. Residual severe mr prompted a second mitraclip xt device implantation. During device manipulation, the posterior leaflet tore. Subsequent devices failed to restore adequate coaptation. The patient developed refractory cardiogenic shock, requiring an intra-aortic balloon pump (iabp) and va-ECMO support, followed by surgical mitral valve replacement. The patient's postoperative course was complicated by sepsis. The patient passed away on an unknown date. [The primary and corresponding author was mony shuvy, jesselson integrated heart center, shaare zedek medical center and faculty of medicine, hebrew university, 8 jerusalem, israel, with corresponding e-mail: monysh@gmail.com.]